Manufacturer narrative:
Philips service restarted the system to resolve the issue temporarily. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that fluoroscopy was unavailable due to a communication error, which was resolved by restarting the system on an allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.